Event description:
It was reported that the device was used during a total laparoscopic hysterectomy, two clips would come out at the same time. When the clip was fired, the formation of the clip was not performed perfectly. No pt consequences.